Manufacturer narrative:
Correction: h10 an external visual inspection of the returned cycler showed sign of physical damage. Front bezel is damaged/broken on top. There were visual indications of dried fluid encountered within the cassette compartment. There were visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. An internal inspection of the cycler found indication of an internal short present on transformer (t1) of the inverter board. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. A fifteen minute self-test/treatment simulated treatment was performed and completed without any failures or problems. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Manufacturer narrative:
An external visual inspection of the returned cycler showed sign of physical damage. Front bezel is damaged/broken on top. There were visual indications of dried fluid encountered within the cassette compartment. There were visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. An internal inspection of the cycler found indication of an internal short present on transformer (t1) of the inverter board. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. A fifteen minute self-test/treatment simulated treatment was performed and completed without any failures or problems. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is alarming with an m31 air detected in cassette alarm during dwell 1 of treatment. The alarm occurred several times on the previous night. The patient re-setup twice and used cassettes from a different box. The patient stated that they are able to complete the treatment but had to continue to press the ok button to clear the message. The fresenius technical support representative issued a replacement cycler due to the m31 alarm. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient completed treatment using their cycler. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.